Event description:
"Shortly after the surgery, the owner began sharing concerns surrounding the incision site, starting with small oozing at the cranial edge, to a widespread infection along the entire site."

Manufacturer narrative:
It was reported that "during surgery the laparotomy drape in question was opened using aseptic technique and given to the surgeon who was sterile at that time. The surgeon placed the drape so that the opening in the center of the drape was aligned with where the incision along the spine was made. From there, the surgeon began performing the procedure. The drape in question was being used as a shield to maintain the sterile field around the incision site. Shortly after the surgery, the owner began sharing concerns surrounding the incision site, starting with small oozing at the cranial edge, to a widespread infection along the entire site". It was reported, "the patient had been treated with antibiotics to help with the infection but ended up having an adverse reaction to the antibiotics. The patient was then hospitalized for multiple days at a rockford ER to recover from the reaction." The patient in the complaint is a dog. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Updated: d2b.

Manufacturer narrative:
Updated h6. Recall - r-26-003.